Manufacturer narrative:
B3: unknown; month and year valid. E1: facility name "(B)(6)". Address line 1 "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was returned for repair due to over infusion. There was unknown patient involvement.

Manufacturer narrative:
No device was returned for repair. No previous repair was noted in the last 12 months. No event history log provided. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. Unable to determine a probable cause as the device was not returned for evaluation.